Event description:
Following a patient use, the patient record was reviewed by a physician who stated that the device did not operate properly and should be checked out by the local service representative.no patient information was reported. This device was used as a backup during the reported event and was also inspeceted.proper operation was observed through full functional testing. The device was returned to the facility for use and the call was closed out by the representative.